Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that while in use of a smiths medical cadd legacy plus pump, it was noted that the pump was not infusing. No patient consequences were reported. No adverse effects were reported.